Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery an ophthalmic handpiece exhibited no ultrasounds, insufficient power and head heats up and does not aspirate. The surgery was completed with no reports of patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h.6 and h.10. Therefore, a service record review was not performed. However, a phacoemulsification handpiece (hp) was returned for this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for this investigation. A visual assessment of the returned sample revealed connector discoloration and a discolored/missing red dot. The returned handpiece was connected to a calibrated system. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet. The system message (sm) was observed to have been displayed when the handpiece attempted tuning. The cable jacket was stripped near the connector strain relief revealing broken wires. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece did not meet specifications. The root cause of the reported ¿aspiration issues and insufficient phacoemulsification power¿ can be attributed to broken wires near the connector strain relief. However, how or when the wires broke remains inconclusive. The reported temperature or ¿heat up issues¿ remain inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The sample has not been received. Therefore, the customer reported event cannot be confirmed. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Had insufficient power, heats up and does not aspirate. Patient impact was not reported. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).